Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen straight stem ext 17mm dia x 200mm,(155mm), catalog #: 00598801117, lot #: 62406084; m/g uni headed screw, 48mm (1/pkg), catalog #: 00579104100, lot #: 62550665; nexgen a/p wedged prct tibial plate, sz 7, catalog #: 00598800700, lot #: 62026669; nexgen straight stem ext 15mm dia x 145mm,(100mm), catalog #: 00598801015, lot #: 62488076; m/g uni headed screw, 48mm (1/pkg), catalog #: 00579104100, lot #: 77002782; nexgen full block tibial augment 10mm size 7, catalog #: 00598800710, lot #: 62047932; natural-knee flx prolng patella, size 2, 8mm, catalog #: 00542000802, lot #: 62435201; and nexgen lcck femoral, size g-lt, catalog #: 00599401791, lot #: 62255092. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an irrigation and debridement procedure due to unknown reasons. The articular surface was removed and replaced. Attempts have been made and additional information on the reported event unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.